Event description:
The patient had a left broken ankle. The surgeon attempted to lock the screws into the plate, but the screws would not lock. The surgeon used the 2.0 mm threaded drill guide when she drilled with the 2.0 mm drill. The surgeon used the torque limiting attachment and then further tightened the screw into the plate. Upon further tightening the screws lost purchase in the plate and stripped out. This happened in two different holes. The surgeon tried three different screws and they all stripped. The surgeon then asked for another of the same size plate. The plate and screws were switched out and the surgery was continued with no further issues using the same technique as described above. There was an estimated two to three minute surgical delay. The patient outcome was reported as good. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. Device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the 2.7mm/3.5mm variable angle locking compression plate ankle trauma system is intended for fixation of the ankle for individuals in which the growth plates have fused. The system is for the fixation of osteotomies, fractures, non-unions, mal-unions, and replantation of bones and bone fragments in the tibia and fibula. The technique guide was reviewed for the proper use of the implants associated with this complaint. Four implants were returned in conjunction with this complaint, one 2.7mm variable angle locking compression plate lateral distal fibula plate, left (part 02.118.405, lot 7692330, manufactured june 2014) along with three screws (02.211.020 and 02.211.018 (x2) lot numbers unknown). The complaint against these parts is that the screws would not seat in the plate, and upon tightening, the screws stripped out. This part (02.211.020) was returned with the distal tip (1.5mm) of the screw broken off and the drilling recess stripped out. The drawing for these screws was reviewed and the design, materials and finishing processes were determined to be adequate for the intended use of this implant. Given the condition of the returned plate this complaint is confirmed. The screws not locking to the plate initially was likely caused by over-angulation of the screws upon insertion, and the stripped out condition came when additional tightening was attempted and the screws were not able to reach a further depth. The design of this implant did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.